Manufacturer narrative:
The reagent lot number is 80301501 and the expiration date is 31-aug-2025. Calibration was last performed on (B)(6) 2024 and was acceptable. The qc recovery data provided was acceptable. The alarm trace showed abnormal aspiration, sample short, and sample probe alarms. The field service engineer (fse) replaced and adjusted the sample probe, adjusted the rinse mechanism volume, and performed mechanism checks and precision testing successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient plasma sample on a cobas c 503 analytical unit. The initial ca2 result was 3.89 mg/dl. The customer questioned the low result and repeated the sample. The sample was repeated on another c503 analyzer and the result was 8.7 mg/dl. The sample was repeated again on the initial c503 analyzer and the result was 9.05 mg/dl. The repeat result of 9.05 mg/dl was deemed correct.